Event description:
It was reported there were high impedances on all electrodes on the patient¿s lead and extension. It was stated the lead and extension were replaced and the issue was resolved but the cause of the issue was unknown. It was noted the patient had a loss of stimulation or therapeutic effect and they had less than 50 percent therapy relief. It was stated the location of the issue was the patient¿s extension and lead location. The patient¿s status was reported as no injury.

Manufacturer narrative:
Final analysis of the lead showed the proximal end of the lead had metal induced oxidation. Metal induced oxidation on the connector portion of the lead was unrealted to the complaint and high impedance. The lead was electrically okay. Analysis of the extension showed no significant anamoly. The exentsion body was segmented for removal.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3587a25, lot # n090598n01, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).